Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that no readings", "sensor error" or "brief sensor issue occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On the same day the sensor was inserted, the patient was not seeing any readings on her tandem pump and only 3 dashes was shown. The patient was not able to poke her finger to check her blood glucose. The patient went to sleep and while sleeping, the patient had seizure-like activity and was "foaming at the mout", so her husband called emergency medical services (ems) for help at 2:15am. Before ems came, a police officer came first and checked her bg which is 77 mg/dl and she was given insta glucose and zegalogue (dasiglucagon). After that, ems came and tested her blood which was at 240 mg/dl already. At the time of the report, the patient felt stressed because of what was happening to her and to the devices. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.